Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found that: due to damage on plug unit, a noisy image occurs. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the reportable malfunction: causes such as damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope had a snowy image (due to damage on plug unit, a noisy image occurs. There were no reports of patient involvement.